Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device did not pass its user test and logged a potentially critical fault code. It was then found that the device would not charge energy for defibrillation therapy. There was no patient use associated with the reported failure.